Event description:
It was reported that the pump touch screen got went and went blank. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.